Event description:
Per email: outbound. Patient advised her pump was beeping. Advised it was not the pump it was a defective cassette. Cadd cassette 100 ml with flow stop. No injury. No further details provided.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. Lot number was not provided. Unknown manufacturing date. If the product is returned, smiths medical will reopen this complaint for further investigation.